Event description:
A customer reported receiving an unspecified high scan on the Abbott Diabetes Care (ADC) device compared to an unknown result from a competitor brand meter. It is unknown whether the customer observed a trend arrow on the device. The customer experienced lightheadedness and self-treated with glucose tablets. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.